Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of a break in the extension leg tubing was confirmed. One 4fr single-lumen groshong PICC was returned for investigation. The catheter exhibited evidence of use. The clear extension leg tubing broke within the distal end of the white oversleeve, which allowed the white oversleeve and red connector to separate from the catheter. The extension leg tubing exhibited elastic weakness distal to the break site and the cross section at the broken end of the tubing exhibited a granular and uneven surface, which are consistent with a break in the tubing due to tensile (pulling) damage. The extension leg tubing was found to be within specification. A review of the inspection records and quality/manufacturing controls for the implicated lot indicated no issues with the manufacturing process. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported that the patient had a groshong catheter implanted on (B)(6), 2021. On (B)(6), 2021, the extension tube was detached from the white over-sleeve. There was no reported patient injury.

Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) of reew2485 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the patient had a groshong catheter implanted on (B)(6) 2021. On (B)(6) 2021, the extension tube was detached from the white over-sleeve. There was no reported patient injury.